Manufacturer narrative:
Section a2, a4 and a5: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a mark on the optic of the intraocular lens (iol). The lens remains fully implanted into the patient's eye. No further information was provided.

Manufacturer narrative:
Additional information section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs provided by the customer were evaluated. The pictures show a pseudophakic eye, implanted with a dib00 lens. A linear mark was observed, approximately 2.5 to 3.0 mm and located in the center of the lens optical zone. The root cause of the reported event as well as its potential clinical impact cannot be determined from a picture assessment, therefore a clinical correlation of the case is needed to determine the actual clinical impact. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.